Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's caregiver confirmed the therapeutic shock and patient was not experiencing shortness of breath or chest pain prior to shock event. Patient is hard of hearing and could not hear the shock warning. Patient got transported to hospital ER for medical attention. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.